Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly had bends approximately 24.5 cm, 36.5 cm and 119.0 cm from the proximal end. The mid-joint of the pusher assembly was proximal to the friction lock of the introducer sheath. The embolization coil was undamaged and intact with the distal detachment tip (ddt) of the pusher assembly conclusions: evaluation of the returned smart coil revealed the mid-joint of the pusher assembly was proximal to the friction lock of the introducer sheath. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly at the mid-joint of the pusher assembly. If the pusher assembly mid-joint is moved proximal to the introducer sheath friction lock, resistance may be encountered while attempting to advance the device. This likely contributed to the reported inability to advance the smart coil within its introducer sheath. During functional testing, the smart coil was able to advance out of its introducer sheath and through a demonstration microcatheter without issue. Further evaluation revealed bends along the pusher assembly. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed 16 competitor coils using a non-penumbra microcatheter. The physician was unable to advance a smart coil within its introducer sheath and therefore, the smart coil was removed. The procedure was then completed using new smart coils and additional coils. There was no report of an adverse effect to the patient.